Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) assisted the home patient (hp) to end therapy early as she found that line full of air. The hp would start over with new setup. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The problem of check supply line was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.